Event description:
It was reported that during a hepatectomy, clips came down in a row. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/4/2007. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. An investigation has been initiated to address the root cause of the ejected clips. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch review was performed and no anomalies were found during the manufacturing process.